Event description:
On (B)(6) 2025, the user reported receiving an alert 38 (motor stall) while changing pump supplies. After restarting the device via settings, the error did not reappear. During a subsequent supply change, the user encountered an ¿unable to proceed¿ error. Investigation revealed the issue was caused by inserting the connector adapter before the cartridge, which damaged the cartridge seal. The user replaced the cartridge and supplies, completed the supply change successfully, and resumed normal operation. Blood glucose was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.